Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The reported field event of unable to interrogate was confirmed. Interrogation of the device revealed the device was at eol when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that failure to interrogate was observed on the device. Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.